Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer treated with the pump and manual injection. The customer had symptoms such as excessive thirst and excessive urination. The customer stated that the pump alarmed after a battery change. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer was advised to monitor the pump.